Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the returned balloon was found to be ruptured when inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-05704 and 2134265-2012-05703. Reportable based on the analysis completed on (B)(4) 2012. It was reported that during a balloon occluded retrograde transvenous obliteration (brto), the occlusion balloon was found to have a scratch on the balloon material. A second occlusion balloon was advance to the lesion, but ruptured during the first inflation. A third occlusion balloon was also advanced to the lesion, but ruptured during the first inflation. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed a balloon ruptured.